Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve-in-valve is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a bioprosthetic valve, implanted in the tricuspid position for 11 years and 3 months, underwent a valve-in-valve procedure due to unknown reasons. The failure mode was not provided. A transcatheter tricuspid valve replacement was performed with an edwards transcatheter valve. Patient's post-operative status was noted as in recovery.

Event description:
Edwards received information that a patient with a 31mm mitral valve implanted in the tricuspid position 11 years, three months, underwent valve-in-valve procedure due to severe tricuspid regurgitation. A 29mm valve was implanted inside the failing 31mm valve in the tricuspid position. The patient tolerated the procedure well without complications. The patient was discharged home in stable condition on pod #2.